Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the subject device tested positive for pseudomonas aeruginosa(>150 cfu/100ml). The facility had been manually reprocessed the subject device using peracetic acid. There was no report of infection associated with this report.